Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer stated he had a big breakfast and gave a bolus for it. Blood glucose was 470 mg/dl; he gave more insulin but it went up to 500 mg/dl. The customer took a total of 38 insulin units. Blood glucose during the call was 594 mg/dl which he treated with manual injection. He checked the quick release and found the connection was not turned all the way. During troubleshooting, no issues were found with the site, set or insulin but the insulin pump failed the high pressure test. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners and minor scratches on the lcd window.